Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1464, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer is allergic to nickel. She has bad cramping even though she does not have her period any longer. The pain is so bad when it happens she can barely move. She has a consult to have essure removed this september. Follow-up received on 11-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there s no relationship between the reported medical events and a quality defect. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented a pain which was so bad when it happened that she could barely move. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. She also experienced other non-serious events. Considering pelvic pain may occur during essure use, this event is assessed as related to essure and since a surgery for removal will be required, this case is regarded as incident. Based on the available information, there s no relationship between the reported medical event and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.